Event description:
A distributor from france reported an issue with a pump that consistently displayed a data error alert every time it was turned on. There was no information provided on the impact to the customer¿s blood glucose level. The pump is expected to be returned on october 27, 2025, for inspection, and a replacement pump has been issued.